Event description:
An explanted generator and a small portion of an explanted lead were received from another device manufacturer as explanted for an unknown reason, on an unknown date by an unknown surgeon at an unknown hospital. Product analysis was performed and there were no anomalies found with the pulse generator or lead. The pulse generator had not reached end of service. Note that since the lead assembly (body) including the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Subsequent information received from a provider indicated that the patient had expired on (B)(6) 2015. No specific cause of death or relation to vns was provided, however, the death was believed to be seizure-related. A death certificate obtained indicated that the immediate cause of death was "probable seizure" of "years" duration with an underlying cause of "epilepsy" also of "years" duration. The death certificate indicates that the death was not reported to the coroner, no biopsy or autopsy was performed, and the patient died at home. A request for detailed information was made to the treating neurologist however he replied that he could not provide any information specific to the patient's death since he last saw the patient on (B)(6) 2015 and all was well at that time. A review of available programming history revealed only programming information from the date of implant ((B)(6) 2011) and no diagnostic data was found. An internal classification found that the death was unlikely related to sudep.